Manufacturer narrative:
The quality investigation is complete. Device discarded.

Event description:
It was reported that the cutting end of the bur broke during a surgical procedure. It was also reported that the broken piece was retrieved from the patient. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.